Event description:
Per the audiologist, the patient was explanted 2009, due to an ear infection that led to otomastoiditis and extrusion of the receiver stimulator. Reimplantation is planned but had not taken place at the time of this report october 7, 2009.

Manufacturer narrative:
(B)(4).